Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction as there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacturer, this issue of a broken disposa filter is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the disposa-filter 10/pkg had an out of box failure with 1 piece, from a box of 10, was found broken. There were no reports of patient harm.